Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator's overhead blower filter was turning black. There was no harm or injury reported. The device was evaluated at a third party service center and the device was found to be contaminated from an external source. The device was found to operate and alarm as designed. During the evaluation, the active exhalation control module, bellows, flow sensor assembly, inlet air path assembly, blower, tubing kit, removable air path filter and pollen filter were replaced to address the issues. The coding has been updated to reflect the fsn for sound abatement foam degradation.

Manufacturer narrative:
In this report section d8 corrected.

Manufacturer narrative:
The manufacturer previously reported a ventilator's overhead blower filter was turning black. There was no harm or injury reported. The device was evaluated at a third party service center and the device was found to be contaminated from an external source. The device was found to operate and alarm as designed.

Event description:
The manufacturer received information alleging a ventilator's overhead blower filter was turning black. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.